Event description:
It was reported that the tablet kept showing an "unable to open port" error. Troubleshooting was attempted by removing the usb cable for 15 seconds and reinserting it. However, the issue was not resolved and therefore a new usb cable was sent to replace the one at the site. Physician's usb cable has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The serial cable was returned on (B)(4) 2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing.